Event description:
The ge oec 9800 fluoroscopy system failed to boot properly. The system was inoperable.

Manufacturer narrative:
A ge oec service rep investigated the issue and found a defective hard drive. The hard drive was removed and replaced, the system was tested fully and found to be operating as intended. The system was released to the customer for use. There was no pt info available from the facility with respect to this issue. No injury resulted or was reported.